Manufacturer narrative:
(B)(4). The reported field event of premature battery depletion was confirmed in the laboratory. The device was tested on the bench and excessive current flow into the hybrid was noted. The excessive current was traced to an anomalous component on the hybrid. The cause of the premature battery depletion was due to an anomalous component on the hybrid.

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. No further information is available.

Event description:
Additional information received indicated that the patient was doing fine post procedure.